Event description:
It was reported that during the procedure in the ostial left anterior descending artery, after successful deployment of an unspecified stent, an attempt was made to remove the protective sheath from the nc trek balloon but resistance was felt. The protective sheath was ultimately removed using force. The dilatation catheter was advanced without resistance to the stent in an effort to perform post-dilatation; however, the balloon failed to inflate. There was no evidence of a pinhole or rupture reported. The catheter was removed without resistance from the anatomy and a new 3.75 x 12 nc trek dilatation catheter was used to successfully perform post dilatation. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the balloon, shaft and contrast in the inflation lumen, consistent with preparation and the catheter advanced into the patient anatomy. The balloon was tightly folded. There was no damage noted to the balloon catheter. Factors that can contribute to difficulties removing the protective sheath include, but are not limited to, manufacturing, damage to the protective sheath, mishandling, or oversized balloon due to partial inflation. To ensure this is not a manufacturing deficiency, a sampling of units is inspected for sheath inner diameter and proper balloon fold. The protective sheath was not returned for analysis which may have aided in the investigation and determination of cause. The crossing profile and collapsed 2/3 balloon profile were measured and met manufacturing criteria. The reported difficulties inflating the balloon were unable to be confirmed as a new indeflator filled with water was used to inflate the balloon to the rated burst pressure (rbp) and the balloon inflated to rbp with no anomalies noted. The inflation times of the balloon were measured and met manufacturing criteria. It is possible there was a faulty connection between the catheter and the inflation device; however, this could not be confirmed. To help ensure this is not the result of a manufacturing deficiency, various quality checks are in place to verify visual, functional and dimensional specifications. Additionally, a sampling of units is destructively tested to verify proper balloon inflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of lot specific product quality deficiency. The reported inflation difficulties were unable to be confirmed and without the return of the protective sheath, a conclusive cause for the reported difficulties removing the protective sheath could not be determined.